Event description:
The eagle eye brand intravascular ultrasound (ivus) catheter would not work. The doctor could not get a proper image, even after trying to reconnect the device. A new catheter was attempted, but this did not resolve the problem. Both ivus catheters were removed from use. The patient was not harmed as a result of these failures. There has been no reply from the manufacturer as of yet.